Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's bleeding was related to tendency of anemia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU, as well as the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for a major bacterial infection at the driveline exit site. Major bleeding occurred on (B)(6) 2023 and received a blood transfusion of 4 to 8 units of red cell concentrate. The patient was discharged on (B)(6) 2023. The patient was treated with drug therapy, administration of antimicrobial agent, and cleaning of wounded area. Warfarin and aspirin were administrated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.